Event description:
It was reported that the pt had experienced withdrawal symptoms and complained of not feeling his legs. The pt also reported numbness and pain. The pt reported that for about two years he had heard a single tone alarm intermittently. Surgery was performed on august 25 to remove the pump and catheter due to "medicine crystallized at the tip of the catheter". "The primary care physician thought that it was a granuloma". The pump was used to deliver dilaudid; concentration and dosage were not reported. Additional info has been requested from the hcp; a follow-up report will be sent if additional info becomes available.